Event description:
It was reported that the patient felt a patient notifier alert and presented to the ER. Upon interrogation, non-sustained lead noise events were observed. Review of strips noted that far-field channel was not sensing pvcs that were being sensed on the near-field. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.